Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having a heart attack the past week, and having a celiac disease for the last ten years. The customer stated that she was found unresponsive and her blood glucose was below 40mg/dl. The caller stated that the paramedics were called, and her glucose level was 42mg/dl by the time she arrived to the hospital. The caller stated that gradually her blood glucose went up to 97mg/dl through the night. The customer mentioned that she had a stint put in, but she cannot rule out if the low blood glucose was related or how it occurred. The customer called back with issues with the sensors for couple of weeks. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, and bolus wizard settings were correct, but the basal rates were incorrect. Reviewed the alarm history and found finish loading, low reservoir, and battery alarms. No further information was provided.